Manufacturer narrative:
A ge service representative performed an onsite investigation. The mainframe voltage was adjusted. The system was then found to be operating as intended.

Event description:
The customer reported that the system would not produce fluoroscopic x-ray. No patient injury was reported.